Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's perm implant procedure was aborted due to a reaction to anesthesia. The physician had made an incision but no product was implanted. The patient stopped exchanging oxygen causing blood oxygen levels to drop. The patient was flipped to the supine position and administered oxygen. The patient has fully recovered without additional complications.